Event description:
It was reported that this pacemaker previously showed twelve and a half years remaining longevity. During the recent check, the device showed nine and a half years remaining longevity. Analysis showed that the device had sam patch installed which can cause increase in power consumption. The device power graph showed an upward trend which may be the onset of the hydrogen issue but difficult to tell. Boston scientific technical services (ts) suggested t do another check in three months. Additional information received which indicated that this device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Ion will be updated should further information be provided.

Event description:
This pacemaker previously showed twelve and a half years remaining longevity. During the recent check, the device showed nine and a half years remaining longevity. Analysis showed that the device had signal artifact monitoring (sam) patch installed and minute ventilation (mv) sensor was on which can cause increase in power consumption. The device power graph showed an upward trend which may be the onset of the hydrogen issue but difficult to tell. Boston scientific technical services (ts) suggested to do another check in three months. As of this time, the device remains in service. No adverse patient effects reported.